Event description:
Approx three yrs after receiving a cypher stent, the pt had coronary stent thrombosis.

Manufacturer narrative:
The target lesion was the mid left anterior descending (lad). The vessel was de-novo, concentric, bifurcated and a flexion lesion. Aha/acc classification of the vessel was type c. The lesion length was 25mm and vessel diameter was 3.0mm. The procedure was an elective case. Pre-dilatation was conducted with a 2.5x15mm balloon at 12atm for 30 seconds. A 3.0x28mm cypher stent was implanted at 14atm for 30 seconds. Post-dilatation was conducted with a 3.25x10mm balloon at 20atm for 30 seconds. Ivus was conducted. The residual % of stenosis was 0%. Timi flow before the procedure was 3, and 3 after the procedure. Act was not measured. Approx 3 yrs later, the pt complained of chest pain and was brought to the hosp as an emergency. Coronary angiography was conducted and thrombus was observed in the implanted cypher stent. To treat the thrombus, aspiration and balloon angioplasty was conducted with a 3.5 balloon. After the treatment, timi 1 was confirmed. A 3.5x23mm cypher stent was implanted at the proximal to mid lad. After that, timi 0 was confirmed. A 3.5x13mm cypher was implanted at the ostium of the lad overlapping the 3.5x23mm cypher. Nicorandil was then administered. Aspiration and balloon angioplasty was conducted, but timi was still 0. The treatment was finished. There is collateral in the lad. A month later, the pt was stable and was discharged from the hosp. The physician indicated that isa (incomplete stent apposition) was observed by ivus. The possible cause of the thrombotic event was due to the isa. This device is distributed outside the us; however, it is similar to the us product. This device is one of two products associated with this event. Please refer to MFR report #9616099-2008-00187. The product remains implanted in the pt and is not available for analysis. Additional info will be submitted within 30 days upon receipt.